Event description:
It was reported the epg (external pulse generator) has a damaged faceplate and needs the front cover replaced. The battery door is also chipped, and a bail is missing. The epg was returned for repair, analyzed, and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the upper case, display lens and battery drawer were broken, and there were two side bails missing. It was also noted that the lower case was broken, the battery release, heart block, lead flex cover, and heart wire contacts were contaminated, the battery contacts were compressed and the ring was bent.